Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 465 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported the insulin flow block alarm. Customer reported the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump had passed the self test. No further complications were reported. The customer will continue to use the device.